Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The account stated the axsym analyzer power cable sparked when being pulled from the axsym analyzer. To prepare for a power outage, the account turned off the power to the axsym analyzer and pulled out the power cable. After the power outage, the account connected the power cable and turned on power to the axsym analyzer, but the axsym analyzer did not power up. The account tried to restart the axsym by a power reset with no resolution. Then, the account turned off the axsym power, removed the cable and a spark was seen. There was no injury to the operator. There was no injury to the operator reported.